Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and a the switch was found to be an old version. In addition, a worn out scope socket slider switch is causing intermittent use of high intensity mode and worn out socket air joint is leaking air pressure, also noted corrosion in the air tubing. Olympus lamp at 50+ hours, light output out of specifications. Lamp needs to be replaced. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The device was returned to olympus because the power button was stuck open [sic] as it would not retract when pushed in. There was no patient injury reported. Additional information is unavailable.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: from the date of manufacture (2013/1/28), it is assumed that the power switch was damaged because the operating force and the number of times the power switch was applied exceeded the assumed value because the product was a product prior to countermeasures due to a design change of the power switch. It is assumed that the device in question has been over seven years since its manufacturing. It was caused by deterioration due to long-term use, or an event that occurred because the user tried to pull out the video connector without lowering the unlock lever, or because excessive force was applied to the lock lever (video connector socket) and video connector. The equipment in question has passed about 7 years or more since its manufacturing, and it is assumed that the event occurred due to the device degradation of the light source unit due to long-term use. It is assumed that dust and foreign matter deposited near the air tube inside the product or highly volatile substances affecting corrosion were placed near the vent for a long period of time, or that the event occurred because the user did not notice the description in the instruction manual and used it over the life of maj-901 (water transfer tank).